Event description:
Update: on 18dec2025, the customer provided the hbv-dna result, which was negative.

Manufacturer narrative:
Section b5 - describe event or problem: this section was updated with additional information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The data and information provided by the customer were reviewed and supported the complaint issue without indication of any additional issues. A search for similar complaints did not identify an increase in complaint activity for lot 73699fz00. A review of tracking and trending for the alinity I anti-hbs assay did not identify any trends related to the complaint issue. A review of the device history record did not identify any non-conformances, potential non-conformances or deviations with lot number 73699fz00 and the complaint issue. In-house clinical specificity testing was performed utilizing retained reagent kit of the complaint lot. All specifications were met indicating the lot is performing acceptably. A review of labeling was performed and found to sufficiently address the customer¿s issue. Based on our investigation, no systemic issue or deficiency was identified with the alinity I anti-hbs reagent, lot number 73699fz00.

Event description:
The customer reported falsely elevated alinity I anti-hbs for a 58-year-old male patient diagnosed with tuberculosis. The following data was provided: sid (B)(6): anti-hbs: initial result = 17.39 miu/ml, repeat result = 10.81 miu/ml. Repeat result post high-speed centrifugation = 17.61 miu/ml. Per the alinity I anti-hbs package insert, interpretation of results section, an anti-hbs concentration = 10 miu/ml is regarded as being protective against hepatitis b viral infection. No impact to patient management was reported. Update: on(B)(6) 2025, the customer provided the hbv-dna result, which was negative.

Event description:
The customer reported falsely elevated alinity I anti-hbs for a 58-year-old male patient diagnosed with tuberculosis. The following data was provided: sid (B)(6): anti-hbs: initial result = 17.39 miu/ml, repeat result = 10.81 miu/ml repeat result post high-speed centrifugation = 17.61 miu/ml. Per the alinity I anti-hbs package insert, interpretation of results section, an anti-hbs concentration = 10 miu/ml is regarded as being protective against hepatitis b viral infection. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07p89 that has a similar product distributed in the us, list number 7p88, with 510k number p050051. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.